Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported intermittent occlusion alarms occurred. It was reported that an occlusion alarm occurred. There was no reported adverse impact on the customers blood glucose level. The customer also reported having a cartridge with visible cracks/damage. The customer reverted to manual dose injection for insulin therapy.